Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the pump overinfused by 0.4ml/day.

Event description:
It was reported, there was a volume discrepancy where the expected residual volume was 18.6ml and the actual residual volume was 12.7ml. It was noted, the pump was refilled with nacl because of holiday on 2014 (B)(6). It was reported, the planned to refill the pump with morphine on 2014 (B)(6) and that was when the volume discrepancy was seen, so they kept the pump filled with nacl. It was noted that during the last several refills the discrepancy was approximately .9ml. It was noted they would check the residual volume the following week and if it was within tolerances they would precede with morphine therapy otherwise they would replace the pump. The patient status was noted as alive with no injury. The pump was used to deliver morphine, clonidine and bupivacaine. No patient symptoms were reported. Additional information reported the expected residual volume was 18.2ml and the actual residual volume was 15.2ml at the refill procedure on 2014 (B)(6). It was noted they would explant the pump and no further therapy was planned. Patient outcome was not provided. If additional is reported, a follow up report will be sent.

Manufacturer narrative:
The pump was received with 5 milliliters (ml) of fluid in the reservoir and was left in the simple continuous infusion mode with pa dosing active. The pump printout showed a short duration motor stall to motor stall recovery. The pump exterior revealed the back shield was expanded which could indicate the pump may have been exposed to high pressure/heat. The pump passed dispense accuracy testing. The pump also subjected to some infusion characterization testing and destructive analysis was also performed with no anomalies noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).